Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2014 the patient presented with complaint of back pain. Patient had bent over earlier that day and had heard a pop and had experienced significance pain in lower extremities. (B)(6) 2014 the patient underwent lateral extra "cavitary" approach to l2-3, l3-4 through the left side approach. Preoperative diagnosis: spinal stenosis, flat back deformity, non union. (B)(6) 2014 the patient underwent : 1. Revision of lumbar instrumentation l2 to l4. 2. L2 to l4 fusion using local bone, one large kit of bone morphogenic protein, and 10 ml of bone graft matrix. Preoperative diagnosis: 1) spinal stenosis, 2) flat back deformity, 3) non union. Per-op notes: decortication was then performed from l2 to l4. She did have an obvious non union of the osteotomy site. The connectors were placed above and below the l2 and below the l4 screws. The bone graft, which was basically local bone, bmp and bone graft matrix was placed. The rods were then cut, contoured and placed. Ap and lateral image showed good position of the spine as well as the instrumentation. Final torqueing was performed. Again, the rods were checked using image and felt to be in good position. (B)(6) 2014 the patient underwent dlif l2-3; l3-4 with 10 x 50mm 6degree offset peek cages fro fusion with bmp and bone graft matrix. Preoperative diagnosis: 1) spinal stenosis, 2) flat back deformity, 3) non union. Per-op notes: once the discectomy was performed, the endplates were prepared with a rasp. It was then template out. It was felt that 10 x 50 mm cage would be the appropriate size. This was done at l2-3 and l3-4. The cage was filled with bmp and bone graft matrix. It was placed and they were felt to be in excellent position, both ap and laterally. (B)(6) 2014 the patient underwent portable chest x-ray. Impression: no acute infiltrates or consolidations.

Event description:
It was reported that on: (B)(6) 2014: patient presented for a psychiatric follow-up. Assessment: major depressive disorder, recurrent, moderate; generalized anxiety disorder. On (B)(6) 2014: patient presented with complaint of being highly stressed because of broken rods in her back for which she might have to go another back surgery.